Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. ¿ trade name - irgacare® ¿ active ingredient(s) ¿ triclosan ¿ dosage form ¿ suture/solid/parenteral ¿ strength ¿ = 2360 ¿g/m h6 component code: g07002 device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? Please describe the intervention/revision that was performed to remove the suture, including dates and results. It was stated the suture was ¿extremely firm¿. If possible, please further describe the appearance of the suture. Was any re-suturing required? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number? Will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that a patient underwent a cardiovascular procedure in a cath lab on an unknown date in (B)(6) 2023 and a barbed suture was used. Post-op, in (B)(6) 2024, the suture was causing irritation and discomfort just beneath the skin. The barbed suture was protruding near the skin surface and the provider was concerned that the suture was extremely firm. A revision was made to remove the original suture that was causing discomfort. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Not available. Date and name of index surgical procedure? Pacemaker. The diagnosis and indication for the index surgical procedure? Pacemaker. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Open. On what tissue was the suture used? Subcutaneous. What was the tissue condition (normal, thin, calcified, fragile, diseased)? N/a. Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Yes. Was at least one stitch performed prior to closure? Yes. Please describe the intervention/revision that was performed to remove the suture, including dates and results. Removed and revised it was stated the suture was ¿extremely firm¿. If possible, please further describe the appearance of the suture. Appeared stiff and straight was any re-suturing required? Yes, removed and re-sutured did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? N/a what symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? N/a what is the physician¿s opinion as to the etiology of or contributing factors to this event? N/a. What is the patient's current status? Product code and lot number? Stratafix spiral. Will product be returned? If so, please provide the return date and tracking information. Yes. Investigation summary : the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned device determined that it received one suture piece that pertained to product code unknown. During visual inspection of the returned sample, damage on the surface of the suture piece could be observed. However, this is consistent with the suture being pulled to remove from the patient. In addition, the ends were noted to be cut, probably caused by a surgical instrument. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.